Event description:
Pt undergoing breast localization. The paddles were changed. The paddle released itself, lowering onto the pt. The device was manually lifted off the pt by the physician. The pt was not injured.